Event description:
It was reported that the pump had been run over by a car and the touch screen became shattered and unresponsive. Customer¿s blood glucose was in the 100 mg/dl range. Reportedly, customer reverted to insulin pens for insulin therapy.